Event description:
Customer reported that the image quality is poor during digital spot function. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the external interface pcb, cine drive, and reloaded software. Sys operates as intended.